Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that a no delivery alarm occurred during a bolus. Customer's blood glucose was unknown. Customer stated the alarm was resolved by a complete set change. Customer stated they were unable to troubleshoot at the time of the call. It was also found the customer was navigated to the main menu when they attempted to rewind the insulin pump. Customer agreed to return the reservoir for analysis.